Event description:
A customer's mother called to state that her 'son is no longer using the product due to being hospitalized for dka because the cannula was kinked/bent and he was not receiving insulin." No additional information pertaining to this event was provided. The call was disconnected and insulet's voice mail to customer's mother was not returned. We do not expect the pod to return.

Manufacturer narrative:
Since the pod was not returned for evaluation we are unable to confirm any malfunction that may have caused or contributed to the customer's dka. A kinked or bent cannula may restrict insulin delivery and may lead to hyperglycemia. Because a device assessment was not performed, we cannot confirm this conclusion. Product lot qualification records cannot be reviewed since a lot number was not provided. The omnipod's user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also warns, "if left untreated, severe hyperglycemia can quickly lead to dka. This can cause breathing difficulties, shock , coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your hcp for instructions on handling interrupted insulin delivery." The user guide further states, "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." To treat dka, users are instructed to first check for ketones, if negative, continue treating for high blood glucose. If ketones are present, and are feeling nauseated then immediately contact an hcp for guidance. If ketones are present, but you are not feeling ill then it is recommended that users replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then immediately call an hcp.